Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log were downloaded locally and provided for analysis. Device history logs were reviewed by our investigator in brézins. Device (B)(6) does not appear to be the one causing the problem, as the timestamps and flow rate do not match the description in the complaint. Between 14:03:19 and 15:49:58, infusions were performed and two "downstream occlusion alarm" and "near end-infusion alarm" alerts were triggered, all of which were acknowledged by the user. These alarms were triggered logically at the end of the infusion bag due to the pump's safety features. The infusions were restarted correctly and the volumes infused correspond to the flow rate. Furthermore, with regard to the timestamps and description of the complaint, there is no mention of a flow rate of 10 ml/h and 20 ml/h. This device is not the one that was used for infusion during the incident. Device (B)(6), end-of-infusion signals (near end of infusion + kvo at end of infusion) are present in the logs and were cleared after being triggered, which indicates that the device did provide end-of-infusion indications and that they were recognized/handled by a user. Based on the device event logs covering the period of this issue, this device matches the complaint context because infusion rate changes to 10 ml/h (at 04:06:22 on (B)(6) 2025 and not at 16h20 on (B)(6) 2025 as described in the complaint) and 20 ml/h (at 07:52:51 on (B)(6) 2025) are present in the records. The user regularly resets the total infused volume displayed. However, the logs also show that end-of-infusion notifications were generated and managed correctly: a near end of infusion alert was triggered (at 13:28:03) and later cleared when the infusion reached the end-of-infusion phase (at 14:28:11). At end of infusion, kvo (keep vein open) at end of infusion was triggered (at 14:28:11) and later cleared (at 14:40:42). The end-of-infusion situation was therefore visible in the log and acknowledged by user actions, indicating that staff interacted with the device at that time. The infusion was then stopped (at 14:40:42). A door alarm was also recorded at the same timestamp (at 14:40:42), consistent with user interaction with the device. This complaint is related to (B)(4), it is the same event, the same patient. The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Device (B)(6) does not appear to be the one causing the problem, as the timestamps and flow rate do not match the description in the complaint. Device (B)(6), end-of-infusion signals (near end of infusion + kvo at end of infusion) are present in the logs and were cleared after being triggered, which indicates that the device did provide end-of-infusion indications and that they were recognized/handled by a user. A possible explanation is that one user acknowledged and cleared the alarms, while another user later misinterpreted the situation due to the infused volume having been manually reset to zero. As a result, the displayed infused volume may not reflect the actual remaining volume in the bag. For example, a low displayed volume could be seen while a 250 ml bag is in fact close to the end of infusion. The pump triggered an end-of-infusion alarm as expected. As per provided quality control certificates, no dysfunction of the device could be found. Apart from provided quality control certificates edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a.

Manufacturer narrative:
Related report numbers: 3004548776-2026-00061, 3004548776-2025-00647.

Event description:
The following has been reported by customer: customer requested log assessment of 2 pumps that could be related with an event from november. Serial number of pumps: (B)(6). (B)(4) sn: (B)(6) reported by customer as being in use when complaint first received; later identified to be the same case as (B)(4), but the sn was incorrectly identified. Norepinephrine infusion at 20ml/h (started on (B)(6) 2025 at 10ml/h @4:20pm); one of the pumps completed the infusion but per customer did not sound the end-of-infusion alarm; same device began to emit a buzzer error signal (infusion identified to have ended approx 2:25pm on (B)(6) 2025). Patient progresses to cardiorespiratory arrest (cpa), resuscitation maneuvers started and medication is administered per doctors orders; patient does not return a pulse doctor confirms patient expiration on (B)(6) 2025 @3:02pm. Cause is identified to be acute respiratory failure/septic shock, pulmonary focus). Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.